Event description:
While using bovie the tip lite up like a match then fizzled out and wasn't cauterizing correctly. Upon assessment of equipment the tip of the bovie was splintered and fried. Bovie was disconnected and replaced with new unit. The exact same thing happened with second bovie.